Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. On an unspecified date and time, the pump was programmed to deliver normal saline, a 500ml vtbi (volume to be infused), at a rate of 500ml/hr, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the device alarmed for proximal occlusion. At this time, the nurse noted there was 14 inches of air in the tubing set, distal to the pump with no alarm indicating there was air distal to the pump. No air was delivered to that patient. The pump was removed from clinical service. The customer contact reported there was no change in the patient status and no reported delay of therapy critical to this patient. No medical interventions were required. During the testing at the user facility, the device passed testing by appropriately alarming when air was present in the tubing distal to the pump. Though requested, no additional information was provided including if the therapy was resumed using a replacement device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4)

Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. It was determined the failure to alarm for air in line occurred when a liquid droplet adhered to the inner wall of a microbore administration tubing set when the solution container was run past dry and the liquid droplet was positioned directly in line with the air sensor, interfering with the air sensing algorithm¿s ability to trigger an alarm for the presence of air.  Several corrective actions had been identified.  A clinical bulletin was issued to notify customers to use air elimination filters and not to over program the volume to be infused in the device.  Secondly, an urgent device recall was issued notifying customers on air mitigations, product information on the use of air elimination filters, priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered.  Thirdly, the symbiq system operating manual was updated (B)(4).  Fourthly, the training materials for clinical users based on the changes to the system operating manual were updated.  Next, the production of macrobore and remedial microbore tubing sets were accelerated to meet customer demand and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets.